Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported that no capture, decreasing impedance and diminishing r waves were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation was breached at 16 cm. If information is provided in the future, a supplemental report will be issued.